Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® excluder® aaa endoprosthesis, adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel. Device UDI: lot/serial: 13568868, UDI: (B)(4); lot/serial: 14504311, UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg ((B)(4)/13568868) was deployed on the right side, the physician tried to advance a 14 fr gore dryseal sheath into the contralateral gate but the left common iliac artery was severely calcified and he could not bring the sheath up to the gate. Then he decided to advance a delivery catheter ((B)(4)/14504311) without the sheath. While he was advancing the delivery catheter into the contralateral gate, the tip of the delivery catheter touched the contralateral gate and the ipsilateral leg. The main body was pushed proximally and the right renal artery was unintentionally covered by the main body. The main body covered the renal artery over 2cm and it was impossible to recover it. The physician didn¿t perform anything for the renal artery. There was no endoleaks observed. The patient tolerated the procedure. It was reported that the trunk-ipsilateral leg was a little large in length (2cm longer than they needed) and the physician had to push the trunk-ipsilateral leg up proximally deploying it (to not cover the right internal iliac artery). After the trunk-ipsilateral leg was deployed, there was a little tension left on the stent graft twisted in the aneurysm sac. Also, the patient had intramural thrombus around the proximal landing zone. These became the factors that moved the main body proximally.